Event description:
Per the report received from spain, edwards received notification of a pascal precision ace procedure in tricuspid position. During the intervention, the second implanted device experienced a single leaflet device attachment (slda) and the third implant was not in an optimal position after closure while trying to stabilize the slda. The patient had torrential functional tricuspid regurgitation (tr) with a very restricted septal leaflet and a large posteroseptal (p-s) coaptation gap of 10 mm. The initial procedural strategy was a planned multi-device approach. Imaging during the procedure was challenging, with limited transesophageal echocardiographic (tee) visualization; only the transgastric view allowed leaflet assessment. As a result, the majority of grasping was performed under transthoracic echocardiographic (tte) guidance. The first pascal was implanted in the anteroseptal (a-s) position, achieving a reduction of tr from torrential to moderate. A second pascal was implanted in the p1-septal position and experienced slda. At the time of slda, the grade of tricuspid regurgitation increased to severe. The slda did not occur immediately. While the physicians were closing the right femoral access, the patient developed extrasystoles. A rapid fluoroscopic check confirmed the slda. According to medical opinion, the perceived root cause of the slda was the severely restricted septal leaflet combined with a large 10 mm gap, which required independent grasping with posterior leaflet capture first and resulted in excessive tension on the implant. The presence of difficult imaging conditions further contributed to the event. A new puncture was needed to implant an additional pascal device. The device was implanted in the p-s position between the initial a-s device and the detached p-s device to stabilize the detached implant. During placement of the additional device, imaging remained difficult due to acoustic shadowing from the previously detached posterior device. Although grasping stabilized the slda device, attachment of the third implant was unclear: it could be attached to the leaflet, chordae, or interacting with the second device. The final grade of tricuspid regurgitation was severe (3+). The final patient outcome was stable.

Manufacturer narrative:
MDR 1 of 2 additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.